Event description:
It was reported the device was returned to repair the output connector. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery flex is out of specification (crimped flex). Battery drawer end cap is dented. One control knob (output) is contaminated. Upper and lower cases are broken.